Event description:
The customer reported that during servicing of the ventilator he found error codes in the diagnostic log that indicated a spi bus failure. The customer reported the device was not in use on patient.